Event description:
It was reported that patient with this right ventricular (rv) lead experienced explanted due to suspected lead perforation and monitor showed a heart rate of below 30 beats per minute (bpm) and it appears every other ventricular beat is not capturing. Moreover, a high pacing threshold was noted and when the lead was temporary programmed, it did not capture. The physician orders a chest x-ray and echocardiogram. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced explanted due to suspected lead perforation and monitor showed a heart rate of below 30 beats per minute (bpm) and it appears every other ventricular beat is not capturing. Moreover, a high pacing threshold was noted and when the lead was temporary programmed, it did not capture. The physician orders a chest x-ray and echocardiogram. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of perforation, high capture thresholds and failure to capture allegations this supplemental correction report was created to capture updates on h6: impact codes.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of perforation, high capture thresholds and failure to capture allegations.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced explanted due to suspected lead perforation and monitor showed a heart rate of below 30 beats per minute (bpm) and it appears every other ventricular beat is not capturing. Moreover, a high pacing threshold was noted and when the lead was temporary programmed, it did not capture. The physician orders a chest x-ray and echocardiogram. A new lead was implanted. No additional adverse patient effects were reported.